Event description:
It was reported that the user experienced recurrent hypoglycemia over several hours, including a lowest reading of ¿low¿ on the pump, confirmed by fingerstick, and self-treated with oral carbohydrate (approximately one and a half cans of soda) before recovering to 90 mg/dl; the user asked whether the pump was delivering insulin during the lows, and records showed the ilet suspended insulin delivery in response to low sensor readings, with education provided that disconnecting the pump was not necessary because the system adjusts insulin delivery. Symptoms included hypoglycemia. Outcomes included the need for urgent low glucose treatment with oral carbohydrate. Investigation included review of device-delivered insulin reports and user education on system response to low glucose. Investigation of this case revealed that the device responded as designed by reducing insulin delivery when low glucose was detected, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.